Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber perforated, ccd module fluid damage, insertion flexible tube (ift) fluid damage, remote control buttons scratched, bending rubber leaky, ccd module shadow in image. Based on the result, we concluded that it was caused due to the ccd module fluid damage; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).